Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4 failed, which located in observ. The user attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was medication spill on tray 1 in main drawer 4. A field service engineer (fse) cleaned the drawer and tested it, but the tests did not pass. Then engineer replaced the tray, retractor band, and drawer controller. After the replacements, the engineer tested the drawer in the hardware test application, and all tests passed successfully. The customer then recovered the failed pockets and reloaded each one without any issues. The station was confirmed to be working fine. The system functioned as intended after the field service engineer repaired the device.